Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display was cracked. It was reported the display could be safely read and there was evidence of moisture within the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/10/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was found to be undamaged. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components.